Event description:
--

Manufacturer narrative:
The device was returned and analyzed by the post market quality assurance laboratory. Detailed analysis was performed to verify the battery depletion, pacing, sensing, shocking and recording functions. This device showed normal battery depletion and passed all testing.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt the device will undergo detailed analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that this device was removed and replaced due to suspected premature battery depletion (pbd). The device was returned for analysis. No adverse patient effects were reported.